Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior approach t10-11, t11-12, t12-l1, l1-2, l2-3 fusion using rhbmp-2/acs mixed with allograft. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2009: patient was pre-operatively diagnosed with: ankylosing spondylitis. Unstable t12 chance fracture. Asia c spinal cord injury. He underwent the following procedures: t10-l3 posterior instrumentation. T10-l3 posterior fusion. T11,t12 posterior decompressive laminectomy. L3 kyphoplasty. As per-op notes ¿a midline laminectomy was performed at t11 and t12 with removal of spinous process. This was right on the fracture line. The thecal sac was then well decompressed. The bony edges were appropriately waxed. Significant epidural bleeding was encountered and stopped. Attention was then turned towards contouring of the rod. The rod was then contoured in a kyphotic angulation to match his natural state on the table. A top loading rod system was then placed. The caps were then placed. Through the patient¿s poor bone quality no attempt was made to compress as the fracture site was well opposed posteriorly. The fracture site posteriorly as then decorticated and packed with a small amount of bmp-2 as well as morcellized autograft.¿ on (B)(6) 2009: the patient had the following pre-operative diagnosis: inability to be anti-coagulated with high risk of pulmonary embolus. He underwent the following procedures: inferior vena cavalgram. Placement of inferior vena cava filter (trapeze). No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.